Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured" implant upon opening.

Event description:
Healthcare professional reported a "ruptured" implant upon opening. Device was not implanted and destroyed. Surgery was completed with a backup device.

Event description:
Healthcare professional reported a "ruptured" implant upon opening. Device was not implanted and destroyed. Surgery was completed with a backup device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1